Event description:
It was reported that the buttons on the insulin pump were not working when attempting to bolus. Customer stated that they replaced the batteries multiple times and they finally started working. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.